Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, additional information was provided on 10/23/2023. It was reported that after being admitted to the ICU, the patient was transferred to the regular hospital for 24 hours. The patient was checked for ketones and reported that he had h is acid levels down as well as blood work. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia and diabetic ketoacidosis.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm, which is off-label usage of the device, on (B)(6) 2023. The patient experienced inaccurate cgm values the day the sensor was inserted in the arm. On (B)(6) 2023, the patient experienced vomiting and dehydration. The cgm was reading 44 mg/dl and the bg meter was reading 141mg/dl. The patient¿s parents took him to the emergency room, and he was admitted to the intensive care unit (ICU) with diabetic ketoacidosis. He was in the ICU for about 10 hours and was then transferred to a regular hospital unit. He was treated with an insulin drip while admitted. The patient was in stable condition at the time of the report. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The data investigation found a difference in values that fall within the a zone of the parkes error grid. No additional patient or event information is available.